Event description:
It was reported that there was a crack in an anti-reflec y-set and it leaked. This occurred during patient infusion with morphine. The crack was observed at the end of the y-tubing where a non-baxter pressure valve had been attached. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Leak testing revealed a leak below the luer activated device. Microscopic inspection identified the leak was caused by a vertical crack running the length of the shaft of the injection port. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.